Event description:
The galileo centering catheter was used to treat a rca lesion. Upon removal as it was pulled back through the right coronary artery a dissection occurred. The dissection was treated with two stents.